Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 190 mg/dl at the time of the incident. Customer stated that when he woke up this morning, the pump was completely dead and had no settings. Customer had to reset the pump and place all his settings back. Customer changed the tubing and when he tried to fill the cannula, he received a motor error alarm. Customer stated that the alarm occurred 3 other times afterward. Customer had a motor position encoder error alarm in the alarm history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The passed the displacement, basic occlusion and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm the alarm due to an erased history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.